Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, upon firing the device the door to the driver opened and the needle allegedly disengaged from the driver into the patient. The healthcare provider (hcp) reported another device was used to complete the biopsy. The hcp reported the driver was then cleaned and examined allegedly finding the red aluminum tab broken. There was no reported adverse clinical consequence.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection and functional/performance evaluation: the device was sent directly to the manufacturing site for service and repair. Per the service and repair evaluation, it was found that the unintended ejection due to the device door opening was unconfirmed. The device cover functioned properly in the as received condition. The cover force (to close) was measured and found to be within specification. It was noted that the red indicator was not damaged or broken. However, upon further inspection it was found that the device was difficult to prime. The cocking slide and sleds were found to be deteriorated which likely contributed to the priming difficulty. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation in unconfirmed for both unintended ejection and break, as the device functioned properly during functional evaluation and the status indicator was not broken. However, the investigation is confirmed for failure to prime as the device was difficult to prime in the as received condition. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states:precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury.inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation:energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.biopsy procedure:positioning:introduce the needle with the unique spacer attached under imaging control through the incision until the needle point is proximal to the area to be biopsied. When the position is confirmed, attach the energized (cocked) bard magnum biopsy instrument. Taking care to maintain the needle orientation, align the holes on the needle hubs with the posts of the instrument carrier sleds. Partially close the cover to maintain the position of the needle hubs. Compress the ends of the spacer to release and remove. Close the cover. While maintaining the instrument position and needle orientation, move the safety lever from "s" (safe) to "f" (fire, ready). Depress the trigger button to cause both the stylet and cannula to automatically advance. Remove the instrument and needle from the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.